Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation (af) procedure, the baseline was displayed in real time, but an error massage "amplifier errors" was displayed. When "clear errors" was pressed this did not resolve the issue. The amplifier and dws were power cycled with no resolution. The optical cable was exchanged and reboot was done. An error message "amplifier errors" was still displayed. However, when "clear errors" was pressed, "amplifier connected" was displayed. The procedure continued, and suddenly, an error massage "amplifier disconnected" was displayed, and no waveform was displayed on the real-time screen. The connection of the optical cable was checked, but there was no problem, and "clear errors" was grayed out and could not be pressed. When "restart" was pressed and a reboot was attempted, the problem did not change at first, but after 4-5 reboots, communication was established. The procedure was completed without replacing the system and there were no adverse consequences to the patient. A delay occurred due to these issues.